Event description:
The ventilator was connected to a pt. The customer reports that the ventilator was in the simv mode with a trigger sensitivity of-2 and a peep of 2 when the ventilator's peep level rose to 20 cm h20. At this time it is unknown if the ventilator caused any pt injury. The upper pressure alarm activated. There are no other ventilator settings available.

Manufacturer narrative:
The ventilator was evaluated by co. Three problems were found which any one of the three could has caused the reported problem. 1) the pc765 board was found to have an unstable trim pot. 2) the holder for the exp. Pressure filter was missing. 3) a ordinary staple was found sitting on the interface board 766. The ventilator was repaired and performed within specs.